Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 418 to 506 mg/dl. The customer¿s blood glucose was 430 mg/dl at the time of the incident. The customer¿s blood glucose of 426 mg/dl. The customer was treated with manual injections. Customer did not allege pump was under delivering. The drive support cap appears normal. The product was not returned for analysis.